Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms . The customer's blood glucose (bg) level was 300 mg/dl. The customer delivered correction boluses and administered an insulin injection to address high bg level. Tandem customer technical support (cts) performed a system check and the occlusion appeared to possibly be residing within the cartridge. Cts suggested that the cartridge be changed and offered to assist the customer with the cartridge change.

Manufacturer narrative:
Correction: added cartridge lot # (m015584).